Event description:
The stapler locked during the procedure when trying to split the vessel and could not be opened again. The surgeon had to cut the stapler loose/free. While cutting the stapler free, the surgeon cut the atrium. The pt lost approximately 4 ltrs. Of blood. At that time the pt's condition was very critical. The operation was extended by 2 hours.